Event description:
During an internal audit of scrs (short consensus repeat), beckman coulter inc. (Bci) personnel identified that there is a probability that the unicel dxh 800 coulter cellular analysis system could continue to run a diagnostic cycle when the operator exits from the diagnostic mode to the offline state. No death or injury is associated with this cf (customer feedback), only the potential for an injury as a result of the incorrect status while the instrument is still operational.

Manufacturer narrative:
This hazard exists if the field service engineer (fse) has removed the cover and over-ridden the safety switch thinking that the instrument is idle and the instrument starts moving parts in such a way that could harm the operator. This hazard is not likely to exist for the customer because there are no customer procedures that require the customer to remove the cover and over-ride the safety switch. This issue was identified by beckman coulter inc. (Bci) personnel and an investigation into this issue is ongoing.